Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that the tubing of the infusion set came apart from the site and due to this issue, the patient had very high blood glucose level. At the time of incident, patient's blood glucose value was 550 mg/dl and patient's blood glucose value at the time of this report was 70 mg/dl. The patient also experienced frequent urination, blurred vision, dizziness, and thirst. He treated for high blood glucose with the pump once he changed into a working infusion set. No further information available.